Event description:
It was reported that the system 9800's column could not move vertically. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power supply for the vertical lift motor ps3 was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.